Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2020. The failure was due to a solder joint issue on this track. Heartsine records indicate the device had performed to specification during heartsine testing on the (B)(6) 2020, when the operation of the instructional leds was verified. This would therefore indicate the failure had occurred after this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 450p.

Event description:
When the power is turned on in the self-test, all the lamps light up. There was no patient involved in this event

Event description:
When the power is turned on in the self-test, all the lamps light up. There was no patient involved in this event.